Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient stated they had a 360 x-ray of mouth at dentist office. Patient said within 15 seconds after completing xray for roughly 2 minutes felt dizzy. After about 5 minutes, everything back to normal. Provider will check system at next visit- as long as no other issues arise. Manufacturer representative (rep) noted that the issue was resolved at the time of the report. Additional information was received from manufacturer representative (rep). Rep reported the issue was believed to be caused by emi from motor on 360 xray scanner- all issues have resolved and therapy is normal. Patient is expected to have an appointment on (B)(6) 2026.